Event description:
A patient reported experiencing inaccurate erratic results with a ot ultra meter. The patient's blood glucose results were 279mg/dl,141mg/dl. Tests were done < 10 minutes apart with a difference of 58%. Patient did not experience any adverse events. No further information has been reported.